Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4). Implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 282090001, implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the display was showing the "call your doctor" icon and a por (power on reset) condition. The patient recharged yesterday and last night stimulation stopped and she received the por on recharger. The patient was able to clear the por and turn stimulation on. The patient was charging more than expected for the past month and she had not increased usage or settings. Previously, the patient would recharge every 2 weeks but now had to recharge every 5-6 days. It was also reported that the patient had stimulation in the wrong location, was supposed to be for lower back and right leg pain; however, since implant, the stimulation had never been in that area even after numerous reprogramming attempts. The patent had used the stimulation as it does help with the pain in her left, which has developed. The patient was considering having the device removed, and her current physician sated that any stimulation system would not be helpful for her. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.